Event description:
It was reported that the patient felt short of breath and the physician determined the lead may have been placed too far into the myocardium. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.